Manufacturer narrative:
Based on the info received, a root cause can not be determined. The device remains implanted; therefore, not available for eval. A device history record (DHR) review was performed and there were no non-conformances or anomalies that relate to this complaint. Furthermore, fibrin reaction is an anticipated adverse event of the cataract surgery covered in the product dfu in the warning section labeled as inflammation.

Event description:
It was reported that approx one month post implantation, the pt presented with a dense film of fibrinous membrane covering the mi60 implants for both eyes. This report refers to the left eye. The pt visual acuity declined to 20/40 with a considerable amount of haze. A yag laser treatment to the membrane was performed and was successful. Pt is doing well. Pre-op manifest refraction os: -3.00/-0.75 x 60, pre-op bcva od: 20/50. Post-op manifest refraction od: +0.25/-1.00 x 40, post-op bcva od: 20/40. Reference 1119279-2012-00008 for the left eye (os).